Event description:
Customer called to report a blood leak from hematocrit cuvette that occurred during a treatment procedure. Name and function of complainant: same as reporter. Customer called to report blood leaking from the hematocrit cuvette. Customer stated she checked th hematocrit cuvette and it looks like a lens from one side of the cuvette is missing. Treatment was stopped and blood was not returned to the patient. Service order (B)(4) was dispatched to inspect instrument serial number (B)(4). Product will be returned for investigation.

Manufacturer narrative:
Batch record review of lot b703 was conducted. Lot met release requirements. There were no non conformances related to this event type. Complaint lot review conducted and no additional complaint for centrifuge bowl leak was reported to date for this lot. Service order (B)(4) completed: 08/12/2013. Field engineer installed a new hematocrit sensor. Completed section 7 check out with no errors. Repairs have returned this instrument to expected operation. The assessment is based on information available at the time of the investigation. The root cause has not yet been determined as the investigation is still in progress. (B)(4).